Manufacturer narrative:
Product event summary: pump with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported low flow event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event.based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for fluid overload and low flow alarm. Right heart catheterization (rhc) showed elevated filling pressures with persevered cardiac index and output. A review of his hemodynamics and log files were suggestive of outflow obstruction and right ventricle (rv) failure. Milrinone was added and the patient was started on intravenous (IV) diuretics. An echocardiogram (echo) with aortic valve opening every beat and right ventricle (rv) dysfunction. Review of a previous computerized tomography (CT) scan of the chest it appears that the outflow graft lumen has a significant amount of narrowing to it, the patient's creatinine was too elevated in order to do a repeat computed tomography angiography (cta). Patient was to undergo an intravascular ultrasound (ivus) of the outflow graft and possible angiogram, however due to severe calcification we were unable to cannulate the ventricular assist device (vad) outflow graft. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.